Manufacturer narrative:
As no further information is expected, this investigation is complete. This report will be updated should further information become available.

Event description:
It was reported that, a few days prior to a scheduled replacement due to the device nearing end of life, this right ventricular lead exhibited loss of capture and the patient became syncopal. A boston scientific technical consultant discussed that, due to unipolar pacing, it was likely that the device had oversensed myopotential noise and inhibited pacing. The field representative reported that high outputs have always been programmed. This lead remains in service. No additional adverse patient effects were reported.